Manufacturer narrative:
The steris distributor's service representative inspected the accessory and found it to be operating properly; no further issues have been reported with this accessory. Based on the description of the event it is believed that the control knob was not fully tightened prior to the start of the procedure. The complaint analysis determined this event to be isolated. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that during a procedure, the table accessory (ether screen) used to suspend the surgical drape in front of the patient, slowly slipped down and the accessory's control knob impacted the patient's cheek, causing a small bruise. The accessory was repositioned and the procedure was completed successfully. The patient has reportedly sought a follow-up assessment of the cheek area by a specialist.